Event description:
It was reported that an infection with unclear focus occurred at the burr hole site following a neurostimulator implant procedure, a ccompanied by increased inflammatory parameters, a scabby wound, and an inflamed surgical wound. Examination of the scabby wound confirmed inflammation at the surgical site. The wound was cleaned, two sutures were placed, and antibiotics were administered. The event was assessed as not related to the device but probably related to the implant procedure. The outcome was resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.